Manufacturer narrative:
Manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the device was returned for evaluation. The condition of the returned delivery system confirmed an expansion issue. The stent brake of the inner catheter which had been under the stent during deployment was found with heavy imprints, and superficial damage which indicated that the stent adhered to the stent brake upon removal, which leads to a confirmed result for expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. (Expiry date: 11/2022).

Event description:
It was reported that during a stent placement procedure in the iliac vein, the proximal end of the stent allegedly did not release from the inner catheter. Reportedly, the user waited 30 seconds then rotated the handle and the stent released successfully from the catheter. There was no reported patient injury.